Event description:
It was reported that the arctic sun device keeps alarming error 41 low internal flow. Per customer on 16aug2024, it was reported that there was no patient involvement at the time of the malfunction. The issue was resolved on-site, therefore no sample is available. The low internal flow issue was resolved by replaced the circulating pump. The device was functioning properly now.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The issue was resolved on-site; therefore, no sample is available. The low internal flow issue was resolved by replaced the circulating pump. The device was functioning properly now. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device keeps alarming error 41 low internal flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.